Event description:
One hour prior to the end of treatment the patient experienced a generalized ¿red coloration¿ and pruritus. Hydrocortisone 100 mg intravenous was administered and dialysis was stopped. The symptoms were reported to be managed this way without any additional intervention. The patient was sent home following the dialysis session.

Manufacturer narrative:
(B)(4).

Event description:
A hospital in (B)(6) reported a patient experienced an allergic reaction with a revaclear 300 dialyzer. Additional information was requested however, there has not been any further information provided.